Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, it was noted that the error message triggered. The programming changes were made. The patient was stable throughout.